Manufacturer narrative:
Please note that this event was previously reported via manufacturing report number 9616099-2016-00304. However, additional reports cannot be submitted via the previous number as the complaint handling database is no longer available. As reported, an unknown time after a trapease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, hematoma and recurrent pulmonary embolisms. The filter was inserted, in (B)(6) 2010, to treat chronic lower extremity deep vein thrombosis secondary to protein s deficiency. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additional information was received from the patient profile that the patient experienced several pulmonary embolisms along with a hematoma. Due to the severity of the injuries, the patient had to spend numerous days in the hospital for treatment. In addition, the patient constantly worries about additional injuries from the ivc (inferior vena cava) filter. The patient is still experiencing blood clots, clotting, and/or occlusion of the ivc, pain, discomfort, pulmonary embolisms and mental anguish. In addition, the patient will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient experienced pain and was treated with various medications. During the implant procedure, the filter was deployed into the inferior vena cava 5mm below the right renal vein. The filter was well centered. A follow up inferior vena cava angiogram showed normal flow through the filter. There were no early complications and the patient was transferred to ICU for further management. The inferior vena cava itself was described as normal and free of any clots. The diameter of the inferior vena cava was between minimum of 22mm and maximum of 25mm. There was a single left renal and single right renal vein. The entry of the left renal veins into the inferior vena cava was at normal location. Right renal vein was inferior to the left renal vein. There were no venous anomalies. The filter remains implanted thus unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism, blood clots and thrombosis/occlusion within ivc do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain does not represent a device malfunction. A hematoma is an abnormal collection of blood outside of a blood vessel. It occurs because the wall of a blood vessel wall, artery, vein, or capillary, has been damaged and blood has leaked into tissues where it does not belong. The briefing does not mention the location of the hematoma as related to the device. Clinical factors that may have influenced the event include underlying patient comorbidities, specifically the protein s deficiency, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, after an unknown period of time when a trapease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, hematoma and recurrent pulmonary embolisms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additional information was received from the patient profile that the patient experienced several pulmonary embolisms along with a hematoma. Due to the severity of the injuries, the patient had to spend numerous days in the hospital for treatment. In addition, the patient constantly worries about additional injuries from the ivc filter. The patient is still experiencing blood clots, clotting, and/or occlusion of the ivc, pain, discomfort, pulmonary embolisms and mental anguish. In addition, the plaintiff will continue to suffer significant medical expenses, pain and suffering, and other damages. During the implant procedure, the filter was deployed into the inferior vena cava 5mm below the right renal vein. The filter was well centered. A follow up inferior vena cava angiogram showed normal flow through the filter. There were no early complications and the patient was transferred to ICU for further management. The inferior vena cava itself was totally normal and free of any clots. The diameter of the inferior vena cava varied between minimum of 22mm and maximum of 25mm. There was a single left renal and single right renal vein. The entry of the left renal veins into the inferior vena cava was at normal location. Right renal vein was inferior to the left renal vein. There were no venous anomalies. The patient experienced pain and was treated with various medications.